Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported.

Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was prescribed antibiotics (B)(6) 2016. The implanted device remains.